Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20x2.5 mm balloon ruptured at ten atms. The number of inflations performed is unknown. The lesion being treated was an in-stent restenotic lesion of the left circumflex coronary artery. The stent was a medtronic micro-driver 2.5x24 mm stent that was placed six months prior to this event. The maverick2 monorail 20x2.5 mm balloon was removed and replaced with a maverick2 monorail 30x2.5 mm balloon to successfully complete the procedure. No patient injuries or complications were reported.